Manufacturer narrative:
One medfusion pump was received with the bottom case cracked by the "l" bracket pole clamp. The plunger head was cracked by screws. There was no damage on top case and no visible contamination. The event history log was reviewed and there was a primary audible background test in the history. The pump was powered on, infusion and occlusion tests were also performed. The reported issue was unable to be duplicated, an error was found in the event history log, the interconnect flex cable was connected to the main board and the glue was intact on the j9 connector. The cause of the issue was unable to be determined . According to the trouble shooting chart in the service manual, the background self-test sensed no current flowing in the primary speaker. The speaker and interconnect board were replaced as a preventative measure.

Event description:
Information was received indicating that a smiths medical medfusion pump had an audible alarm error. There was no reported adverse event.